Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead found the connector pin bent and unable to rotate which is consistent with that occurring at the time of the procedure. After cutting the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification.

Event description:
During an implant procedure, prior to implanting the lead, it was noted that the helix would not extend. The lead was exchanged and the patient was stable with no adverse consequences.